Event description:
In 2003, the transplant coordinator contacted the manufacturer reporting that when they went to retrieve a dual driver console (ddc), to support a pt, they found the top module to have no pressure on either the analog or digital gauges. The customer found it to be a broken poly tube off the compressor. The manufacturer is sending a replacement part to the customer. The pt was switched to the bottom module for support. Pt remains on vad support, while awaiting a heart transplant.